Manufacturer narrative:
Logfile analysis summary: the logfile analysis showed the ¿panel connection lost¿ entry. Despite these occurrence, the device remained in ventilation mode, as indicated by the active ventilation unit (vu) led, and no interruption of therapy was detected. As a precaution, the patient was transferred to another ventilator. No harm occurred. The interaction panel (ip) esm board was identified as the defective component and was subsequently replaced. Following the repair, the device successfully passed all post-service checks and has been returned to clinical use.

Event description:
Hamilton medical ag received the following complaint description (summary of the reporter): detailed complaint and failure description: (1) based on the current information, panel connection lost occured during patient ventilation. Health impact: (2) additional device was required. No health further health impact or consequences were reported.